Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the unit was emitting smoke and image output ceased. It was further reported that another unit was used to complete the procedure. Further, a 20 minute delay was reported but no medical intervention was necessary.